Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery to remove and replaced the pump. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.